Manufacturer narrative:
The device was sent to spacelabs healthcare for depot repair. The reported failure was verified. The device would power off after running a short period of time due to a non-functional fan on the video card. However, due to the age of their device and part obsolescence their xhibit central station was no longer repairable. The customer was offered a replacement unit.

Event description:
The customer reported that while in use, their xhibit central station would power itself off. There was no patient or user harm associated with this event.